Event description:
It was reported that the head of the screw separated from the screw shaft upon seating into cortex. Screw shaft remained implanted as it was still holding the osteotomy. Ar-13200m-06l was the plate used and 4 screws were placed into this plate: one cannulated screw (ar-13120t-28) was implanted but then removed because it was too long. This was replaced with the ar-1312-t-26, which is the screw whose head broke-off.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Lot number was not provided so device history record review cannot be performed. The complaint was confirmed. The evaluation revealed that the distal side of the screw head displayed evidence of a tension/compression break on the fracture line. The complainant's event typically occurs due to leveraging during insertion, improper bone preparation and or by continually applying torque after the screw is fully seated. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.